Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded both high shock and pace impedance out-of-range (oor) measurements on the right ventricular (rv) lead, and high pacing impedance oor on the left ventricular (lv) lead. Reportedly, when the patient was lying down, measurements were stable, but rv pacing impedance and noisy signals were noticed when performing pocket manipulation. Technical services indicated this is indicative of an rv lead integrity issue and suggested some troubleshooting with reprogramming while analyzing the lv lead as well to rule out an integrity issue with this product also. Further information indicated that this crt-d was reprogrammed to lv pacing only and that the tachy therapy was turned off, the patient's ejection fraction improved once this change was performed. The oor pacing impedance in the lv lead was solved when polarity was reprogrammed, there was no issue with the lv lead. Both the rv and lv lead remain implanted and no adverse patient effects were reported.